Manufacturer narrative:
(B)(4). No additional info has been received.

Event description:
Procedure type: c5-c7 anterior cervical discectomy and fusion (acdf) with a plate. According to the reporter: in (B)(6) 2008, (B)(6) was a pt of (B)(6), md, of (B)(6), on (B)(6)2008, dr (B)(6) assessed (B)(6) with cervical spondylitic myelopathy with gait, sensory and long tract signs. As treatment, dr (B)(6) recommended a c5 to c7 anterior discectomy and fusion ("acdf") with a plate. The acdf procedure was performed on (B)(6) 2008, without complication at (B)(6) medical center in (B)(6). (B)(6) achieved good results from the surgery with a significant reduction in her preoperative complaints. With respect to her postoperative follow-up care, (B)(6) was last seen by dr (B)(6) 2009. At that time, she was doing well and x-rays confirmed good alignment of the fusion with no evidence of hardware compromise. In (B)(6) 2012, (B)(6) began experiencing worsening neck pain and shoulder pain radiating to the collar bone. The preoperative numbness and tingling which had actually resolved was returned. New MRI and x-ray studies were performed. Dr (B)(6) noted: "x-rays of the cervical spine performed on (B)(6) 2013 are most pertinent for fracture of four screws within c5 and c7 bodies. The c5 screw seems to be displaced anterior." The relevant radiology report states in pertinent part: "...both of the c5 attachment screws are fractured, and are partially dislodged anteriorly. Both of the c7 screws are also fractured, without obvious dislodgement. The plate itself does not appear positionally different than on the prior study ..." (B)(6) will undergo further surgery to address the fractured and protruding attachment screws at c5 and the fractured attachment screws at c7, as well as some other spinal issues.